Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to significant force applied to the fusezone. A review of the complaint database was performed and one related complaint was found for this lot number from the same customer. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The physician was trying to navigate the patient's aortic bifurcation during a peripheral procedure when the catheter tip dislodged in the patients tortuous right common iliac artery. The physician was able to successfully retrieve the catheter tip from the patient with a snare.